Event description:
It was reported to medtronic neurosurgery that the pt had an infection two weeks after value implantation.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg and sterilization records was not possible as no lot number was provided. The instructions for use that accompany the product caution that "local and systemic infections are not uncommon with any shunting procedure."